Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was returned along with the power cord and user's manual; no handpieces were returned. The unit delivered rf energy correctly into fixed resistors. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The impedance imbalance readings support this theory. The upgraded rf controller software will report e3 errors instead of just shutting off without warning when the splitfoil pt return impedance rises while delivering energy. The e2 errors (foot switch errors) are due to a bug in the switch debounce routine in the ucb software version. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.

Event description:
It was reported the generator stopped working after 20 minutes. It was rebooted and the surgery continued.